Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of the filter leaking was confirmed. The primary and extension set were visually inspected and no anomalies were observed. Further visual inspection of the filter vent under magnification showed no obvious damage or issues. Functional testing was performed and fluid flowed through both vents on the filter of the extension set. Pressure testing resulted in no signs of leaking anywhere on the primary set. The probable cause of the customer¿s report of a leak was the filter vent membrane being wetted out.

Manufacturer narrative:
Concomitant product: non-cfn spike adapter, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the IV filter extension site while infusing chemotherapy meds. The user noted about 1 cc of chemo leaked onto patient bed and about 10cc of chemo was not able to administer. No patient harm reported by customer.